Event description:
Patient stated within the last box of vgos she had 6 of the vgos fell off completely while wearing it on her abdomen. Patient stated at times it would fall off within seconds of applying the vgo to an hour or two. Patient confirmed she is cleaning the site before applying vgo and avoiding folded skin. Patient discarded the vgos.